Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the patient activator did not work with the device, and the patient had to have cardioversion performed by the physician. It was also reported that the physician "put wrong pacemaker in which has a feature that is harmful to the patient because it can't be turned off"; that one of the therapies, prior to the shock, is detrimental. It was further reported that the patient's vagus nerve had been cut, and was a possible reason why the therapy did not work "well" on the patient. It was further reported that the patient complained about having 'several episodes,' but the device only captured three of them. The patient also complained about having 'very low' blood pressure. The patient discussed these concerns with the physician, and was told the device is fine. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that the patient activator did not work with the device, and the patient had to have cardioversion performed by the physician. It was also reported that the physician "put wrong pacemaker in which has a feature that is harmful to the patient because it can't be turned off"; that one of the therapies, prior to the shock, is detrimental. It was further reported that the patient's vagus nerve had been cut, and was a possible reason why the therapy did not work "well" on the patient. It was further reported that the patient complained about having 'several episodes,' but the device only captured three of them. The patient also complained about having 'very low' blood pressure. The patient discussed these concerns with the physician, and was told the device is fine. The patient complained that following a device check, they have not felt well since.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient complained of feeling 'crappy' and short of breath, and that there is a 'flutter' in their chest and their heart is 'jumping.' The patient was directed to contact a physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the patient activator did not work with the device, and the patient had to have cardioversion performed by the physician. It was also reported that the physician "put wrong pacemaker in which has a feature that is harmful to the patient because it can't be turned off"; that one of the therapies, prior to the shock, is detrimental. It was further reported that the patient's vagus nerve had been cut, and was a possible reason why the therapy did not work "well" on the patient. The device remains in use. No further patient complications have been reported as a result of this event.